Event description:
The target lesion was right internal carotid artery (rca). The pt was male. There was no vessel tortuosity and the rate of stenosis was 84.7% no info about calcification. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (3.5mm/8atm, brand unk) and post-dilatation (5.5mm/10atm, brand unk) were performed with the balloon catheter. During the procedure, the pt developed no re-flow and hypotension. Etilefrine hydrochloride was administered for hypotension and the blood pressure returned to normal. This was occurred due to carotid sinus reflex by stent placement. For the no re-flow, the blood around the target lesion was suctioned for 60cc with an aspiration catheter (details unk) and the flow returned to normal. When the physician attempted to remove the angioguard from the pt's body, the pt developed a stroke with symptom of complete paralysis on his left upper limb. Edaravone and ozagrel sodium were administered. Upon removal of the angioguard, it was noted that the filter basket was clogged with debris. Cerebral infarction on the ipsilateral side was confirmed by angiography and MRI. Currently, mild paralysis (skilled motor activities disorder) remains, though the pt has been making a great recovery.

Manufacturer narrative:
According to the physician, when the aspiration catheter was being advanced to the lesion for treatment of the no re-flow, the contrast media was found flowing distal to the angioguard basket. He believes that the aspiration catheter might have gone through the filter basket. The products(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hypoperfusion, hypotension and ischemic strokes are a known complications associated with carotid artery stenting. Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury. Including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic stroked. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks, pt and procedural factors that may have contributed to this event. Specifically, there is speculation that the thrombectomy suction catheter may have pierced through the angioguard filter, causing debris to flow distally. This is related to procedural error by the user. This is one of two reports submitted for the same event. Place reference MFR report #9616099-2009-01240.